Event description:
Boston scientific received information that four months ago the magnet rate was 100 paces per minute (ppm). Three months later the magnet rate was 85 ppm to elective replacement time (ert). The device was changed out due to end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.